Event description:
It was reported that (B)(6) legacy pump medication infusion completed 4 hours early (over infusion). No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd legacy pump medication infusion completed 4 hours early (over-infusion). No patient injury was reported.